Manufacturer narrative:
The insulin pump passed the displacement test. The insulin pump was received with motor error alarm during the basic occlusion test due to loose/protruded drive support disk. Analysis was unable to perform the unexpected restart error test, prime test, excessive no delivery test and occlusion test due to motor error alarm. The insulin pump was received with normal operating current. Pump passed self test. Pump passed off no power test. Unable to download unit due to several history error alarms at the alarm history file. History error alarms due to a corrupted history file. The insulin pump was received with minor scratched lcd window, cracked lcd window, cracked belt clip slot, cracked battery tube threads, missing end cap sticker, stained address/serial number label and cracked reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call that they had missing data in history and carelink report. The patient¿s blood glucose level was unknown at the time of the incident. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device was returned for analysis.